Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
Upon receipt at the boston scientific post market quality assurance laboratory, the device could not be telemetered. This information completes the investigation associated with this report. If new information were to become available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was unsuccessfully attempted for interrogation. The reason for inability to interrogate could not be identified. The patient had been lost to follow up for approximately three years. The patient referenced having passed out several times since return to follow up. This ICD was subsequently removed from service. There were no reported adverse patient symptoms beyond the need for early surgical intervention.